Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastroscopy procedure performed on (B)(6) 2023. During the procedure, while attempting to deploy the band, the band would not deploy. The scope along with device were removed and checked, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.